Event description:
It was reported that the insulin gauge was inaccurate and static with multiple cartridges. Customer reloaded the cartridges to resolve the issue. There was no adverse impact to the customer's blood glucose level.